Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient stated that since the device was implanted they had nothing but problems with it. The stated the device had never worked since implant for their symptom control and they would like it removed, but nobody will take them. The patient mentioned in the last year the ins started to grow into their butt spine and would not move at all. They stated that even when they stretched that area of their spine, the ins stayed put and caused them a great deal of pain; 'it hurt like you know what', which was another reason they wanted it removed. On the call, the patient mentioned they used to work with a rep who helped them with whatever problems they had. No further complications were reported or anticipated.